Event description:
The lay user/patient contacted animas on (B)(6) 2012 requesting assistance with programming basal to avoid going "low" during the night. At the time of the call, the patient informed animas customer support that a "few months ago" his insulin was changed to u500 and since then every night he goes to bed with a blood glucose (bg) that is within target; however, at approximately between 1:20 and 2am and then 3:30 to 4am his bg drops below target and obtains bg readings ranging from 56 to 90 mg/dl. The patient confirmed developing symptoms of shaky and lightheaded with the low bgs. The patient also confirmed he would treat himself with oral carbohydrate and did not require hospitalization related to the low bgs. At the time of troubleshooting, the patient confirmed all pump settings including the date and times were correct. The patient reported that the pump settings had last been adjusted when his insulin was changed. Customer support noted there were no associated alarms in pump history related to the low bg. Review of bolus history confirmed all boluses were delivered as programmed. The patient also confirmed the basal is also programmed correctly. It was noted that the patient does not receive any basal from 12am to 7am. At the time of the call, the patient denied any issues with site. The after troubleshooting, animas customer support informed the patient there was no indication that a pump malfunction may have caused or contributed to the low bg's. The patient was advised to contact his hcp for further assistance. Although, troubleshooting did not reveal a possible malfunction of the device, this complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/19/2015 with the following findings:the black box data starts with (B)(6) 2015. Due to continuous pump use, the data from the time of the reported incident was overwritten. A review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.